Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 469 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, multiple occlusion alarms occurred and the battery gauge was fluctuating. Bg was treated with intravenous insulin and saline. Customer was also given nausea medication. Reportedly, the customer was released the following day with the issue resolved and no permanent damage. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.